Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. Unit also had a broken reservoir tube lip, a missing reservoir tube o-ring and cracked case at the battery tube side. Unit communicated properly with the guardian link 3 and test plug. No lost sensor alarm noted. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error noted during testing. Unit had an unexpected drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. During the rewind test due to moisture damage on the motor. The electronic assembly had moisture damage.

Event description:
The customer reported via phone call that their insulin pump was damaged and indicated a crack in the retainer ring. Customer stated there was a piece in the reservoir compartment that came with the clear plastic ring but was able to hold the reservoir in place. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.